Event description:
During a robot assisted laparoscopic pyeloplasty, there was difficulty passing a 6 french 26 cm stent over the wire with resistance felt. There was partial disruption of the posterior anastomosis. The stent was removed. The posterior anastomosis was then revised. A different type of stent was attempted. Revision of anastomosis needed but no harm to patient noted.